Event description:
It was reported that the patient experienced a hypoglycemic event that led to a fainting episode, while the sensor did not indicate a low glucose and a contemporaneous fingerstick reading was low. Symptoms included hypoglycemia with loss of consciousness. Outcomes included transient injury requiring no reported hospitalization. Investigation included attempts to contact the patient for additional details and blood glucose information. Investigation of this case revealed insufficient information to determine whether a device performance issue occurred or whether user, sensor, or situational factors contributed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.